Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged 14v battery clip could not be confirmed through this evaluation. It was reported by the patient at the clinic on (B)(6) 2024 that the 14v battery clip (lot # unavailable) was accidentally dropped and was damaged. The healthcare provider reported the patient experienced an adverse event that required intervention to prevent permanent impairment/damage, and this led to the replacement of the 14v battery clip. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause that led to the damaged 14v battery clip could not be determined. Heartmate 3 instructions for use (IFU)(rev. C) section 3-¿powering the system¿ and heartmate 3 patient handbook (doc. #(B)(4), rev. D) section 3-¿powering the system¿ addresses how to properly use the 14v battery clip. This section also explains how to properly connect and disconnect the 14v battery from the battery clip. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the battery clips. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Lot number of the 14v battery clip was unavailable, and the device history record was not reviewed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient arrived to clinic on (B)(6) 2024 with complaints of damage to battery clips after dropping them on the floor. The battery clips were replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.